Manufacturer narrative:
(B)(4)

Event description:
It was reported that "it was found that the guidewire was bent/kinked during product prep/pretest." There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one opened sac set for evaluation. The returned packaging had one major crease from being folded at the distal end. Visual analysis revealed the guidewire was kinked twice distal to the catheter. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kinks on the guide wire measured 120mm and 173mm from the distal tip. The guide wire length measured 349mm, which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured 0.510mm , which is within the specification limits of 0.0508mm-0.533mm per the guide wire product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit which states, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The returned guide wire was threaded through the distal lumen of a lab inventory catheter and introducer needle. The undamaged portions of the guidewire were able to advance with minimal resistance. A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. A change was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The customer report of a kinked guidewire was confirmed through complaint investigation of the returned sample. One kink was observed on the guidewire towards the distal end. The returned packaging had one major crease from being folded at the distal end. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "it was found that the guidewire was bent/kinked during product prep/pretest." There was no patient involvement.